Event description:
Description of event according to the initial reporter: a male patient of undisclosed age underwent a filter retrieval procedure in which the gunther tulip vena cava filter retrieval set, g13287, was used. The physician got the snare to go around three of the secondary struts and became wedged/stuck. The physician could not get the struts to untangle in the process and popped off the pin vice cap. Physician then pulled catheter off to get the snare wire and regain control of snare. While trying to remove the snare, struts still entangled, the physician put too much pressure and two of the secondary struts bent up into the vena cava. The filter retrieval was unsuccessful. The physician knew it would be a difficult retrieval as the filter appeared tilted and the hook appeared to be in the vena cava wall. It is planned to refer the patient out to a facility that does nothing but difficult retrievals. Patient outcome: no information has been received.

Manufacturer narrative:
Manufacturer ref# (B)(4). Initial reporter occupation: unknown. Investigation is still in progress.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the physician knew, it would be a difficult retrieval of a select-pt filter, as the filter appeared tilted and the hook appeared to be in the vena cava wall. The patient would be referred to another facility for filter retrieval. The gtrs was damaged during the attempt and is handled in (B)(4). (Manufacturer report #1820334-2021-02431). No images were provided and based on the information provided it would be inappropriate to speculate at what may or may not have caused the filter to tilt during a one-year dwell time. The instructions for use supplied with the select-pt filters specify how to verify the filter position after placement by performing diagnostic imaging, but filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. There are adequate controls in place to ensure this type of device was manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.